Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, the clip was deployed on the tissue without any issue; however, the physician believed that the device obstructed a part of the esophagus. It was reported that a repeat endoscopy was performed at a later date to see if the clip was still in place; the clip was no longer at the site. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.